Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) (B) (4) alleging that the one touch ultra meter has a power issue (unit turns off during use). The patient manages his diabetes with oral medication. During (B) (6) 2010, the patient went to (B) (6) for a few months. While the patient was in (B) (6) during (B) (6) 2010, the subject meter powered on with the 888 screen and would immediately turn off. He attempted to remedy the issue by changing the battery but the issue was not resolved. Reportedly, the patient could not obtain any blood glucose reading on the subject meter. To prevent any complications, the patient decided on his own accord to stop taking glyburide oral medication. One month later, the patient reportedly developed symptoms described as "diarrhea and shaking". The patient did not report of receiving any treatment to abate the symptoms. During troubleshooting, the power issue was not resolved. This complaint is being reported because the patient claimed he had symptoms that can be associated with acute complication of diabetes one month after he could not test on the subject meter due ot the power issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.